Event description:
It was reported that this right atrial (ra) lead was exhibiting loss of capture with no asystole. Therefore, a lead revision was performed and it was capped and surgically abandoned. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the received portion of this lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was exhibiting loss of capture with no asystole. Therefore, a lead revision was performed and it was capped and surgically abandoned. A new lead was implanted. No additional adverse patient effects were reported. A portion of this lead has been received for analysis.